Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set cannula kinked event on 20-jun-2024. The patient noticed symptoms three or more hours after insertion. Insertion site was abdomen. Patient regularly rotate site location. Furthermore, patient confirmed the introducer needle was ahead of the cannula prior to insertion. The blood glucose level was noticed 246 mg/dl at the time of event therefore, the patient was treated with correction bolus via the pump and mdi. Patient replaced infusion set and resumed insulin successfully. No further information was available.